Event description:
In 2008, the pt reported his insulin infusion sets are not properly adhering to his skin. He stated as it is summer he sweats profusely which causes the infusion headsets to come off sometimes. He uses an IV prep wipe prior to inserting the headset. The pt did not have a specific lot number to report and had no headsets to return. A complimentary sample of an extra adhesive was sent to the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.